Manufacturer narrative:
(B)(4). The no flow condition occurred due to the excessive solvent; however, the cause of the excessive solvent was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reporter that a small volume intermate would not flow. This occurred during priming after filling the device with 40ml of water. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between october 28, 2013 to october 29, 2013. Evaluation summary: the device was received for evaluation with approximately 40ml of fluid in its bladder. Visual inspection revealed that the device would not flow. Further visual inspection revealed that there was excess solvent at the junction of the tubing and the stress-member. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.